Manufacturer narrative:
Correction: initial reportable aware date should have been 3 jun 2025 and not 2 jun 2025.

Event description:
It was reported that the patient presented to the emergency room with syncope. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture. The rv lead also exhibited over-sensing of noise resulted in pacing inhibition, which was reproducible through isometric test. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
The rv lead was capped and replaced on (B)(6) 2025.